Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a motor power supply voltage error and the pump did not respond anymore. The insulin pump will come back for analysis and will be replaced.

Manufacturer narrative:
The insulin pump alarmed motor power supply voltage error detected during rewed test due to moisture damage on the motor flex trace connector. Unable to perform functional test due to motor power supply voltage error detected. No physical damage noted during our visual inspection.